Event description:
It was reported that they customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 21mg/dl and loss of consciousness. Customer was treated with glucose tablets, carbohydrates, an unspecified injection, and intravenous saline fluids. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Tandem technical support performed a full pump system check and verified that the pump performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.